Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer, experienced an elevated blood glucose (bg) level of over 500 mg/dl. Cause was not known. Customer did not address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.